Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to a follow-up experiencing tired. Upon interrogation, the right atrial lead exhibited low impedance and noise. The device was reprogrammed and the patient would continue to be monitored.